Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that there was no stable interrogation of an implantable pulse generator possible, the cable of the programming head was damaged/broken. It was also noted that the anti-slip layer was ripped off the label of the programming head. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.